Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device 1800-005, adult foam ECG suretrace conductive adhesive gel was being removed from the patient and ¿skin injury from removing the sure trace electrodes.¿ further assessment has been sent; however, to date no response has been received. This report is being raised due to the reported injury to the patient¿s skin.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: rapid removal of the electrode from the patent may cause skin damage. If the electrode is difficult to remove, use alcohol on long term electrodes to moisten the adhesive-skin interface. The use of water will facilitate the removal of repositioned electrodes. We will continue to monitor per regulatory requirements to help ensure patient safety.